Manufacturer narrative:
No patient information provided for either patient. This medwatch is for suspect device in coaguchek xs system.

Event description:
Caller states, the following coaguchek xs/coaguchek s results were obtained during a study: patient 1: 2.1 inr / 2.8 inr. Patient 2: 2.0 inr / 2.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.